Manufacturer narrative:
(B)(4). Per user facility medwatch report (# (B)(4)), the facility¿s biomedical engineering staff verified the reported issue. The biomedical engineering staff was able to duplicate the reported loss of power when wiggling the third party usb (ositech) data cable that was plugged into their device's system connector. After removing the cable from the device, proper operation was observed through functional and performance testing. The biomedical engineering staff then installed a new third party usb data cable and placed the device back into service for use. Neither the device nor the removed third party usb data cable were returned to physio-control for evaluation. Based on the information available, it's reasonable to conclude that the likely cause of the reported power issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector. Device not evaluated by manufacturer.

Event description:
Physio-control received a copy of a customer submitted user facility medwatch report (# (B)(4)) which stated the following: ¿the ambulance crew responded to a call whereby the patient's pacemaker was malfunctioning. The defibrillator/monitor device kept shutting off and refusing to take serial 12-lead ekgs. Crew member would hit the "12 lead" button and the device would try and then report "12 lead stopped" on the bottom of the monitor. Both crew members checked the batteries and it did not appear that the batteries were the source of the problem. When the device was plugged in the truck, it turned back on again. For this event, the device was only being used for monitoring and so there was no direct impact to the patient. The device and accessory cable were sent to the biomedical engineering for inspection.¿ it was later confirmed by the customer that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
Physio-control received a copy of a customer submitted user facility medwatch report (# (B)(4)) which stated the following: ¿the ambulance crew responded to a call whereby the patient's pacemaker was malfunctioning. The defibrillator/monitor device kept shutting off and refusing to take serial 12-lead ekgs. Crew member would hit the "12 lead" button and the device would try and then report "12 lead stopped" on the bottom of the monitor. Both crew members checked the batteries and it did not appear that the batteries were the source of the problem. When the device was plugged in the truck, it turned back on again. For this event, the device was only being used for monitoring and so there was no direct impact to the patient. The device and accessory cable were sent to the biomedical engineering for inspection.¿ it was later confirmed by the customer that there were no adverse effects to the patient as a result of the reported issue.